Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Pt presented with chest pain. Decision was made to intervene upon the native lad. A short prowater wire was placed into the distal lad and angioplasty in the area of in-stent restenosis in the distal lad was performed with a 2.5 x 15 mm sprinter noncompliant balloon. Repeat angiography revealed transient no reflow in the distal lad and another brand drug-eluting stent was then inserted into the distal lad and deployed at 10 atmospheres. Angiography was repeated and slow reflow was still noted and second other brand drug-eluting stent was placed in the lad proximal to the first stent in the distal lad. This was deployed at 12 atmospheres. Repeat angiography was performed in area of stenosis and slow flow in the mid lad was again noted necessitating another stent implant. Another brand drug-eluting stent was deployed at 12 atmospheres in the mid lad. Successful doses of intracoronary nitroglycerin were also given along with initiation of integrilin. Repeat angiography revealed brisk timi-iii flow throughout the lad with no evidence of dissection. Pt tolerated the procedure well. There were no other complications noted. The device was not returned to medtronic for evaluation.

Manufacturer narrative:
(B) (4). Results: (dissection); (vessel morphology most likely made vessel prone to injury / dissection). Conclusion: (vessel morphology most likely made vessel prone to injury / dissection).